Manufacturer narrative:
The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that the device had a latitude report with a missing implant date and missing electrode information. The latitude system had an alert for the sensing not being fully optimized. During an office follow-up, the programmer had a red screen when interrogating the device. The alert was a patient data (pd) alert. The pd alert was for the missing implant date and electrode information. Technical services walked the caller through entering the electrode data and running the auto set-up for the sensing. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.